Event description:
It was reported that asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited noise. The noise was not reproducible. No device intervention was performed but programming changes were discussed. Patient will continue to be monitored.